Event description:
A valiant stent graft system was implanted in a pt for the emergent endovascular treatment of ischemic rupture of the descendent aorta (2 cm from the left subclavian artery) approx one month ago. Vessel morphology at the time of implant were not reported. It was reported that the first device was opened but there was a 5 mm gap between the tip of the catheter and the outer sheath, therefore, the physician elected not to use the device in the pt (ref MFR# 2953200-2011-01213). It was reported that prior to implanting the second stent graft, the physician noted that there was a 2 mm to 3 mm gap between the tip and the sheath, (ref MFR# 2953200-2011-01214) however, the device was successfully deployed in the pt without issue. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Results of eval: (gap).